Manufacturer narrative:
The device history records showed that the valve met all the criteria needed at the time of manufacturing and release. The visual inspection showed the presence of pannus overgrowth in the inflow and outflow side of the valve.

Manufacturer narrative:
Result: the results of the investigation are summarized in the attached technical report. Conclusion: this mitroflow valve was explanted after 5 years and 1 month due to a reported prosthetic insufficiency. Gross examination revealed tears in a leaflet that contributed to valve insufficiency. There was pannus overgrowth into inflow lumen that contributed to valve stenosis. There was no evidence of calcification in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified inflammatory cells throughout the samples and gram positive bacteria spread inside the pericardium. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. The surgeon that implanted and explanted this mitroflow valve clearly stated that the patient, at the time of implant, refused the use of mechanical valve (as suggested by the surgeon in accordance with by the european guidelines) because of the effect of the use of anticoagulation therapy in his sportive activity ((B)(6)). It is possible that the patient's clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, no specific clinical history was provided.

Event description:
The manufacturer was notified on 25 july 2014 that mitroflow valve (lxa size25) was explanted after 5 years due to valve failure. The surgeon reported that there was no sign of calcification on the valve but damage to the pericardium at the commissures. The last follow-up 6 months before the explant didn't showed any deficiency of the valve. A new biological valve was implanted (perimount, edwards, size 25.).

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa size25) was explanted after 5 years due to valve failure. The surgeon reported that there was no sign of calcification on the valve but damage to the pericardium at the commissures. The last follow-up 6 months before the explant didn't showed any deficiency of the valve. A new biological valve was implanted (perimount, edwards, size 25).